Event description:
The patient's original bi-lateral makoplasty was performed in late 2007. The patient's right knee was revised in 2008, due to tibial subsidence. His left knee has no issue.

Manufacturer narrative:
Complaint was associated with an implant system that is manufactured by medical device company,and distributed for use with the tgs. There is no indication that the tgs contributed to the root cause of the failure of the implant. A complaint has been filed with the manufacturer and the explanted device has been returned for investigation. Mako surgical is filing this MDR to ensure visibility to a revision that occurred as a result of a procedure that utilized a tgs. No evaluation was executed on the tgs involved; indications are the system performed safely and effectively.